Manufacturer narrative:
Evaluation: the customer did not return a sample for evaluation. A review of the DHR indicated no deviations. No other complaints have been reported for lot number 1076314h. The finished goods lot was released per specifications. Root cause: while the customer did not return a sample, constellation system message 3426 complaints have been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. Action taken: as a preventive measure, alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags with cracking pressures in the lower tolerance zone. Alcon is currently working with the drain bag supplier to evaluate further enhancements to the drain bag design. (B)(4).

Event description:
A nurse reported a system message was rec'd and the cassette would not eject during a procedure. Another system was used to conclude the procedure without harm or injury to the pt.